Event description:
Consumer claims to have had their ears pierced with the inverness system at a retail vendor in 2004. Sought medical treatment for redness and swelling at the piercing site 19 days later and an oral antibiotic was prescribed. Returned for treatment the 4th day and an incision and drainage was performed. Sought medical attention again the 9 days later and was admitted into hosp. During their stay pt received i.v. Antibiotics and an incision and an incision and drainage. Pt was discharged from the hospital on the 8th day and was prescribed i.v. Antibiotic therapy for two weeks.